Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections d9 and h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample included the arteriotomy locator, carrier tube, hemostasis sheath, guidewire, and packaging. The device was subjected to visual analysis. The locator and hemostasis sheath were inspected, but no damage or issues were identified. The carrier tube was also inspected, and the bypass tube was dislodged from the distal tip. No other damage or issues were identified. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample had the bypass tube dislodged from the carrier tube distal tip. Therefore, the complaint can be confirmed for bypass tube dislodgement. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged from the carrier tube tip during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record review determined the device was in a conforming state when released from terumo control.

Manufacturer narrative:
[D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: at the end of a successfully pan angiography with mechanical thrombectomy an angio-seal was opened. It was observed that the tip of the device was not linear and was unsuitable for use. The device was not used and was replaced with another angio-seal. Additional information was received on 02dec2025: the patient was stable. The angio-seal was not used on the patient. The procedure was completed successfully using a second angio-seal device.